Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi and similar past cases, omsc surmised that this phenomenon was attributed to the following. - there was a difference between the reprocessing method performed by the user facility and the reprocessing method recommended by the instruction manual. - the staff of at the user facility had not been trained sufficiently on the handling and reprocessing the subject device according to the instruction manual. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon, and also surmised that this phenomenon was attributed to insufficient reprocessing by the user. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at olympus medical systems (B)(4), it was found that there was foreign material under the forceps elevator of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.